Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported she was experiencing new pain at the ins site. The ins was turned off as a troubleshooting measure. The patient reported she saw her healthcare professional (hcp) for the pain at the ins site. The hcp examined her and said the area was not red so it was fine. A few days later, a burning sensation at the ins site developed. The patient was to follow up with her hcp. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.